Event description:
It was reported that the patient underwent a recurrent ventral incisional hernia laparoscopic repair on (B)(6) 2007 and mesh was implanted into the patient. The patient had abdominal wall laxity and a removal of scar tissue on (B)(6) 2008. He had another recurrent hernia repair on (B)(6) 2010, and atrium c-qur lite mesh was implanted. He then had surgeries for abdominal wall abscesses on (B)(6) 2010 and an abdominal wall opening with need for delayed primary closure on (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Abdominal wall laxity. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.